Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no delivery one day of the week prior to calling. Blood glucose level was unknown. Troubleshooting was declined and the customer indicated that the reservoir was changed twice to solve the alarm. The reservoir will not be replaced or returned for analysis.